Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a battery replacement before closing the patient up the impedance values were within normal limits. Once the patient was closed and the device was checked again, the impedance was high. The surgeon was informed but was adamant that the lead pin was inserted properly therefore the patient was not re-opened. Additional information received noting that pre-op diagnostics could not be performed due to the old generator being completely depleted. There was no visible damage observed on the lead and no x-ray images were taken. No other relevant information has been received to date.